Event description:
Pt stated there is liquid behind the screen of her insulin pump from leaking syringe. Blood glucose level 228.

Manufacturer narrative:
Problem is currently found in two separate lots of the glucopro syringe: (B)(4). Both lots have been recalled, but we have not yet received a recall number.